Event description:
It was reported this balloon ruptured on the second or third inflation during dilatation of an arteriovenous fistula graft procedure. Following balloon rupture, it was noted the balloon material separated from the distal end of the catheter shaft but did not detach. The device was removed intact. The pt's condition is good. No further info regarding the circumstances surrounding this event are available. The device was received, evaluated and retained by this MFR. The engineering evaluation revealed the shaft of the catheter was kinked and flattened 5 mm's distal to the proximal radiopaque marker. The balloon was detached from the distal bond area and torn longitudinally from the distal bond to the distal radiopaque marker. No balloon material was missing and adhesive was noted on the balloon bond area. Co's directions for use state: "if loss of pressure within the balloon occurs during inflation or if balloon ruptures during dilatation, immediately discontinue the procedure. Deflate the balloon. Do not reinflate and remove carefully...if resistance is encountered, due to balloon rupture or for any other reason, when removing either a catheter through an introducer sheath, or a guidewire through a catheter, stop and remove products as a complete unit to prevent damage to the guidewire, catheter, introducer sheath or vessel."